Manufacturer narrative:
(B)(4). It was reported that the patient was still taking the antibiotics for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the patient did not wear a mask. On the same day as onset of the peritonitis, the patient was hospitalized for the event. The patient was treated with injection reflin (1g, route, frequency, and duration not reported) and injection fortum (1g, route, frequency, and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.